Event description:
One pt sample with discrepant free t4 results. Initial result gave 25.3 pmol/l; repeat by another method gave 17.9 pmol/l. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.